Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision of an attune ps rp cementless construct done about two years ago (exact date unknown) due to pain. As implants were extracted the surgeon noted that they were loose and had very little biological fixation. There was fibrous tissue in the porocoat coating, rather than bone. All components were removed except the patella which was retained. Attune revision was implanted. Affected side: left